Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 6 atm. It was further reported that after retraction of the catheter, a piece of the balloon was present inside the stent and successfully removed through a snare. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted bloody and the balloon was detached from the catheter. The marker bands were present and the balloon was noted to be inverted and no other specific anomalies were noted. No other functional testing was performed due to the condition of the device.therefore the investigation for the reported balloon rupture has been inconclusive as the balloon was detached from the catheter and no functional testing was performed due to the condition of the device. The investigation for the reported detachment of balloon has been confirmed as the balloon was noted to be detached from the catheter on which the device returned for the evaluation. A definitive root cause for the reported balloon rupture and the detachment of balloon could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4 (expiry date: 03/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 6 atm. It was further reported that after retraction of the catheter, they lost a piece of the balloon inside the stent and successfully removed through a snare. There was no reported patient injury.